Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of metallic fragment in patient's eye and capsular bag break; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All reusable handpieces and I/a tips are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, a metallic fragment has been disconnected and entered the patient's eye which leading to complications such as capsular bag break, displacement of the vitreo from the back segment to the anterior chamber and decrease of intraocular pressure. No system message was displayed. The surgery was completed by removal of fragment. The patient underwent anterior vitrectomy with intraocular lens insertion in the capsular groove, a scleral correct point with nylon was necessary.